Event description:
The device (cev133) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of cev133 indicated that the electrode was in short circuit and the black plastic part on the connection zone was carbonized. The combustion of the black plastic part is most likely due to the formation of an electric arc, which was most likely caused by the presence of humidity/tissue or blood in the connection zone. It is likely that this incident damaged the electrode. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).